Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case has been logged to capture "during several occasions" reported earlier. During several attune revision cases, the surgeon has had difficulty removing the femoral broach from the femoral canal as the handle and broach are not remaining engaged during impaction. The handle despite being correctly connected, disconnects during removal of the broach, leading to it being difficult to extract.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.